Event description:
It was reported that the patient experienced a procedure to add saline to the inflatable penile prosthesis(ipp) reservoir due to the cylinder strength being weak. No device was removed or replaced. A patient outcome of stable was reported.